Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. The cause of the service code 204 is a broken trunk cable connector. The root cause of the broken trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt rec'd a replacement electrode belt.